Event description:
It was reported that they just became aware of the recall and they had issues with the reservoirs. The caller stated that the plunger and the o-rings were falling apart causing the insulin to spill everywhere. The blood glucose reading was 172mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.